Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing persistent pain around the pinna following the initial implant surgery. Due to this discomfort, the recipient has been unable to wear the external equipment. The recipient was treated with gabapentin and ibuprofen, however, the issue has not resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away. The recipient's death is not believed to device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.